Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the available information, the fracture was - as indicated likely the result of early weight bearing by the patient. It is unknown if the long-term use of the anti-epileptics, the ¿small femur¿, or the upsizing of the initial femoral stem played a role in the femoral fracture. It is also noted, that this patient was tall and very thin with a bmi of only 19. It is unknown if any comorbid conditions contributed to this event. This was not a failure of the prosthesis. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision occurred at (B)(6) hospital due to a periprosthetic fracture. The patient was enrolled in the oxonium dh total hip system investigational device exemption study. The femoral stem and potentially the femoral head was revised to a redapt femoral stem. The odh bearing was retained along with r3 shell.